Event description:
The surgeon reported a corneal burn. Additional information received from the surgeon stated the corneal burn occurred while sculpting. No occlusion bell sounded, but the surgeon did hear a strange noise from the phaco handpiece. The cataract nucleus was soft and the surgeon did create a working space in the viscoelastic. The surgeon examined the tip and sleeve prior to using it and did not note any blockage of the aspiration port by the sleeve. The surgeon completed the case after switching out the phaco handpiece. The case was completed and the wound was sutured with several stitches.

Manufacturer narrative:
The phaco handpiece serial number for this event is unknown. No samples were returned for investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.